Manufacturer narrative:
Date of event is estimated. The allegation is against one of two ipgs; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: proclaim¿ 5 elite implantable pulse generator, model: 3660ans, UDI: (B)(4), serial: (B)(4), batch: a000120040.

Event description:
Related manufacturer reference number: 3006705815-2023-00266. It was reported the patient was sent to the emergency room due to loss of arm function. There is no additional information at this time.

Manufacturer narrative:
A patient was sent to the emergency room due to loss of arm function was reported to abbott. The systems were functional and turned back on. No further interventions planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.